Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pain in female area when move fast') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pruritus ("skin would itch") and asthenia ("no energy"). The patient was treated with surgery (had a hysto). Essure was removed. At the time of the report, the pelvic pain, pruritus and asthenia outcome was unknown. The reporter considered asthenia, pelvic pain and pruritus to be related to essure. The reporter commented: after removal lot of the side effects went away quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pain in female area when move fast') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pruritus ("skin would itch") and asthenia ("no energy"). The patient was treated with surgery (had a hysto). Essure was removed. At the time of the report, the pelvic pain, pruritus and asthenia outcome was unknown. The reporter considered asthenia, pelvic pain and pruritus to be related to essure. The reporter commented: after removal lot of the side effects went away. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.